Event description:
Paramedics attempted to use the device to monitor a 'non cardiac' pt. Reportedly, the device displayed the pt ECG as dashed lines when using a 4 wire ECG cable. The report was not associated with adverse affect on pt outcome.